Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The off-label usage led to a blocked cartridge. The customer changed pump supplies accordingly, which resolved the issue, and they resumed insulin therapy.